Event description:
N/a.

Manufacturer narrative:
Cusa excel w/ console (product ID cusaexcel2) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during laparoscopic liver surgery, the cusa excel w/ console started smoking while it was hooked up to a handpiece and was in run mode. The nurses called biomed into the operating room to look at the unit. They switched to their back up excel console and removed the unit from the room. There was a delay in surgery for 5 minutes; however, there was no patient injury.